Manufacturer narrative:
Additional information has been requested. Device has been received and is in the evaluation process. A device history record review has been requested.

Event description:
A helix blade broke post operatively and was explanted; the patient was revised to a hemi-arthroplasty.